Event description:
It was reported that 2 large sheets of xcm biologic were implanted in a patient for abdominal wall reconstruction. The tissue plane(s) in which the mesh devices were implanted (i.e. Overlay, interpositional, underlay or retromuscular) was not reported. Some time later, the patient's stoma needed to be repaired. During the stoma repair surgery, the surgeon observed adhesions from the bowel and other soft tissues to the xcm biologic mesh. The surgeon took down all of the adhesions and reinforced the stoma repair with allograft tissue. It was reported that the patient had post-operative hypertension, which subsequently stabilized.

Manufacturer narrative:
No information has been provided about the method of mesh implantation, surgical wound class, concomitant surgical procedures or the patient's clinical condition. In addition, it was not reported whether there were adhesions to one or both mesh devices. Multiple attempts have been made to obtain additional clinical information. If additional information is provided, it will be reported in a follow-up MDR. The adhesions were taken down during the second surgery, but the devices were not explanted. Therefore, the investigation is limited to review of the lot history records. The lot history records indicate that the devices in the lot met all pre-determined acceptance criteria.